Event description:
It was reported that, increased capture threshold was observed on the left ventricular (lv) lead. During a routine device exchange, the lv lead was capped and replaced to resolve this event. The patient was stable.